Manufacturer narrative:
Awaiting return of device to conduct investigation.

Event description:
The user reported a level sensor incorrect measurement during the case. No adverse consequences occurred for the patient.